Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. The second and third perclose proglide (12673-05/940266h), are each being filed under a separate MFR#.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was withdrawn, no suture was retrieved. The same product experience occurred for two other proglide devices. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the link was broke at the posterior cuff. A link detachment will result in a failure to retrieve the suture during plunger retraction and can appear very similar to the reported cuff miss. Based on this finding the reported experience is confirmed. The device was partially deployed with blood present in the device. The posterior cuff was captured and attached to the needle tip but the plunger w/anterior needle tip was not returned. The suture bearing, bridge and guide were examined and found to be normal for a deployed device and not a contributing factory in the event. Some of the causes for a link break as outline in the user trouble shooting and training guide are as follows: excessive force during plunger removal, jerky motion or a side wall stick. Gently removing the plunger during the first 2 cm can reduce the link breakage due to these causes. Based on the analysis of the device the cause for the event is related to the operational context in during use of the device. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.